Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial# unknown), sigadaptshort, sig power sigadaptshort lin short adapt, (serial# unknown), sigpshell, sig power sigpshell control shell, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopy pulmonary resection procedure, the firing could not be done at all. It was noted that there were staples protruding near the base of the cartridge jaw. A new reload with the same powered handle and adapter were used to resolve the issue. There was no patient injury.